Manufacturer narrative:
(B)(4). Additional information has been requested and obtained. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent what is the lot number? No further information is available. / j2032048. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2021 and a reservoir was used. After the outer box was opened, it was found that there had been a hair. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4) additional information: d9, h4, h6 component code: g07002 reported condition not confirmed. Corrected data: g1 h3 evaluation: retained sample from the same lot were visually checked and found within the specified criteria. No foreign particles were found inside the package. We have received a sample packed for investigation, neither have we received the outer box nor the secondary package / bag. No hair was found in the packaged sample received. When opened the sample, no hair was found inside. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4) corrected data: g1 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.